Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available: the complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and failed. A review of the data log confirmed the reported event of loss of connection. The probable cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No additional event or patient information is available.